Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the catheter was placed and the sheath did not stop the blood from exiting the sheath. Another device was used without issue. No patient injury, consequence or delay in treatment.

Manufacturer narrative:
(B)(4). A sheath and a dilator were returned for evaluation. Examination with the unaided eye showed the sheath had not been split and only one-half of the valve seal was visible at the top of the sheath hub. Microscopic examination showed that the other half of the valve seal had broken away and was inside the hub underneath the top portion of the valve. A review of the device history records (DHR) for the sheath/dilator did not reveal any manufacturing related issues. The report that the sheath did not stop blood from exiting the sheath was confirmed through examination of the returned sample. Only one-half of the valve seal was visible at the top of the sheath hub. The other half of the valve seal had broken away and was inside the hub underneath the top portion of the valve. Based on the condition of the sheath, the probable cause of leakage is supplier related since the component is a purchased part. Nonconformance request (B)(4) was initiated to further investigate this issue.

Event description:
The customer alleges that the catheter was placed and the sheath did not stop the blood from exiting the sheath. Another device was used without issue. No patient injury, consequence or delay in treatment.